Event description:
Additional information received stating that the narrowing pupiloplasty is a manual pupillary reconstruction procedure in two steps, to try to correct the miotic (extremely small) pupil. The origin was an ocular synechiae after cataract surgery. The lesions seen during the vitrectomy were possibly due to a previous thrombosis in the lower arch area of the re. As per the investigator, the event was not related to the device.

Manufacturer narrative:
Additional information has been provided in b.5., h.3., h.6., and h.11. A sample was not received at the investigation site for evaluation for the report of blurry vision, pupilloplasty, and vitrectomy; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject came with worsening vision in the right eye, which was blurred. After the evaluation, it was decided to perform pupilloplasty with narrowing 15 days later. After surgery, the subject does not notice improvement because there are hematological remains on the lens. After several check-ups, the subject continued to see poorly due to the blood remains between the posterior capsule and the iol. Vitrectomy was planned. During vitrectomy, blood was observed in the posterior pole and old lesions in the lower arch. The blood was removed and a laser was applied to the lower arch. After several check-ups, the subject felt better and the adverse event was resolved. As per the investigator, the event was related to the device.